Event description:
The pt services rep (psr) assisting a (B)(6) male pt called in to zoll lifecor customer support to report that every time she puts the battery in the charger it says,"please insert battery". The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) is currently underway. The reported problem (battery problem) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery. The pt received a replacement battery pack.